Event description:
The report we received from our affiliate indicated that during placement of an optease filter, it was noted that the filter was deformed after release and tilted. The filter was left in place as it was needed as a permanent filter according to the reporter. The indication for the filter placement was for pe protection, as the pt's major medical diagnosis was pe and hypertension. The pt was on anti-coagulation therapy pre-and post- implant of the filter, as well as currently. The access site for initial implantation was left femoral, with an ap lateral left view and right oblique view taken pre-implant. The diameter of the ivc was estimated. The location of the filter at delivery was noted to be below the renal veins. There was no thrombus at the implant site pre- or post- implant. There was no report of any adverse effects to the pt. The product is not available for evaluation and testing.